Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The cause of peritonitis and treatment for the event were not reported. On an unreported date, the patient pd catheter was removed and pd therapy was discontinued. At the time of this report, the patient was performing hemodialysis, was still in the hospital and had not yet recovered from peritonitis. No additional information is available.